Manufacturer narrative:
Pt's info requested, and all available info is included.

Event description:
Customer reported leaking set during tpn infusion on nicu pt. Leak noted from hole in silicone pumping segment; noticed shortly after tubing was hung. No pt injury. Set was requested, but has not been received. Follow-up report will be filed if set is received for investigation.